Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited an increase in pace impedances on the right ventricular (rv) lead. The values of the impedances is unknown. An x-ray was performed and the rv lead was suspected to be fractured. However, upon opening the pocket, no fracture was observed. The physician still elected to surgically abandoned and replace the rv lead. This pacemaker remains in service. No additional adverse patient effects were reported.